Event description:
New information received indicates the device was not reprogrammed to resolve this event as the patient expired due to non-device related causes. There was no allegation from a healthcare professional that the device caused or contributed to the patient¿s death. No resolution was required for this event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing transmitted device data, post-paced t-wave oversensing and far p-wave oversensing were noted on the device. Technical support was contacted, and the device was successfully reprogrammed to resolve this event. The patient was stable following this event with no adverse health consequences.